Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The complaint device has not been received for evaluation. However, the receiver (B)(4) has been provided for investigation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver device (mt22430-blu/(B)(4)), used with the complaint sensor, was returned on 04/08/2015. The returned complaint receiver was visually inspected and no defect was found. The receiver was plugged into the charger and did not hold charge. Functional testing was performed and the reported fault could not be reproduced. A review of the downloaded receiver log and interior inspection when the receiver case was opened confirmed inaccuracies. A root cause was determined to be a defective battery.